Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual analysis revealed the glass cap was detached and it was not returned. The fiber was functionally tested with the helium-neon (hene) laser fixture. The hene testing conducted did not reveal breaks along the length of the fiber. The metal cap exhibits severe charred debris adhesion on its surface, indicative of prolong tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed glass cap detachment, the reported event is confirmed. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during photoselectivevaporization procedure of the prostate, the fiber forward fired after 229,845 joules of use. It was noted that the vaporization power was 140w, and the coagulation power 35w. A second fiber was used to completed the procedure without clinical consequences to the patient.